Manufacturer narrative:
The insulin pump passed the displacement and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case at display window corner, scratched reservoir tube window, missing end cap sticker and bleeding lcd glass.

Event description:
The customer reported via phone call that he had a no delivery alarm and the screen was blurred out on the insulin pump. Customer stated that he will change the site and still receive a no delivery alarm. Customer's blood glucose was 163 mg/dl at the time of the incident. Customer cannot troubleshoot do to the damage on the screen. Customer stated that the pump could have been dropped, bumped, or exposed to moisture. Customer is having great difficulties reading the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.